Manufacturer narrative:
(B)(4). The complaint states that a skin reaction was reported. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that on (B)(6) 2018, she removed the sensor after seeing dried blood under the adhesive. There was an abscess with pus forming where the sensor had been inserted. Affected area was treated with alcohol wipes and hydrogen peroxide. On (B)(6) 2018, the patient¿s mother took the patient to the emergency room. Patient was treated and prescribed antibiotics. At the time of contact, it was indicated that the patient was okay. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.